Event description:
On 12/04/2024 it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-9165cdg baseplate impactor assembly drill guide and impactors had damaged tips. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9165cdg univers revers¿ universal baseplate impactor batch number: 052041 was received for investigation. Visual evaluation noted that the blue baseplate adapter was damaged, and a fragment had broken off. It was further observed that the device had wear and tear with faded laser markings, discoloration and some impaction marks observed on the returned device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 23-dec-2020.